Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device returned a "shock advised" determination and charged energy; however it was unable to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.